Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 5382418 have already been previously tested in the 2055462 on 08/dec/202. Test results: in additional test the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report database 2055462 complaint test report. Device history record (DHR) review: the lot 5382418 was packaged according to the work instruction (wi) version 71 in the machine m12, on 12/mar/2022, with a total of (B)(4) units. Assembly DHR review: the lot 5382756 was manufactured according to the wi version 23 in the line assembly of quick set, on 12/mar/2022, with a total of (B)(4) units. Glue tubing DHR review: the lot 5382742 was manufactured according to the wi version 37 in the machine 04-05-08, on 10/mar/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 5382418 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set leakage event on (B)(6) 2024. Patient reported that leakage occurred in the tubing. Infusion set was used for 2 days. No further information was available.